Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unexplained loss of prime issue. The reporter stated that the pump kept alarming with a prime/no delivery message. Reportedly, the last cartridge change was (B)(6) 2014 and the patient reportedly cycled the cartridges per user guide recommendation but that the patient reportedly didn¿t always use room temperature insulin. Customer support reviewed the alarm history and found no cause for the prime/no delivery alarm event. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
(B)(4). Device evaluation: a retained sample from the same lot number was evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force, and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.